Event description:
Reference number (B)(4). Event occured in germany. The patient experienced an incident involving a bent cannula in their infusion set. As a result, they were admitted to the hospital with ketoacidosis. Upon admission, the patient's blood sugar level was measured at 27.8 mmol/l. Cannula had been correctly inserted in the appropriate area of the abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008188, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "[6008188]". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008188 was manufactured according to the work instruction (wi) version 72 and packaging in the line inset 6 on 16-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: samples returned were provided. In order to test the product, 1 used sample and 4 unused samples from the lot have been returned. Investigation process of the complaint was carried out in accordance with: returned used samples: wi guidance for visual testing for complaints area version 3: 1 sample out 1 failed the test and the cannula was found kinked at the tip wi guidance for functional testing for complaints area version 2: 1 sample out 1 sample failed test. For the code soft cannula found bent upon removal from infusion site not test results were within specifications as per the test report complaint (B)(4). Returned unused samples: wi guidance for visual testing for complaints area version 3: 4 sample out 4 samples passed the test and wi guidance for functional testing for complaints area version 2: 4 samples out 4 samples passed the test for the code soft cannula found bent upon removal from infusion site. All test results were within specifications as per the test report complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: 1 returned used set was found with the soft cannula kinked at the tip, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.